Event description:
Silicone breast implants since 1987, last several years have been increasingly showing the signs and symptoms of silicone disease. Extensive pain and anthralgias, rashes, memory problems, neuropathies. One year after implantation had to have hysterectomy due to cervical cancer (family history or previous indication of this).